Event description:
I was diagnosed with cancer in 2011 had a double mastectomy in 2012, waited until 2017 to have implants done after I had chemo and hormone therapy and was cancer free. Had expanders done in (B)(6) 2017, then had allergan bio textured implants put in in (B)(6) 2017. Within a year I have noticed, increased depression, fatigue, dry skin, itchy scaly skin and scalp, rashes, lumps, weight gain, pain all over my body and back, increased anxiety, more headaches and migraines, breast pain on both sides, sharp that triggers allover on breast, unable to sleep. Went to see ps, stated it is part of healing but the symptoms continue, has to take more antidepressant, ant anxiety meds, pain meds, more hypertension meds, migraine meds, but the all the symptoms would not go away. I finally got a recall notice from allergan. On july 30, 2019, "I have the had the recalled so have bio textured implants on both breast." Got the MRI and us, they found 2 additional tumors, one by my r lymph node and another on l breast center. Unable to test l cause it would puncture the implant. Scheduled explant in (B)(6) 2019 due to all my symptoms of pain on breast and not being able to get correct amount fluid testing bia alcl. Ps not able to complete en bloc, had to leave some tissue behind on both breast. I am now exposed to bia alcl and need to monitored for the rest of my life for exposure. I am very upset with allergan for not pulling this product back in 2012 when they knew defected and could the rare cancer. I had mastectomy done to remove cancer not to have cancer put back in me! Bia alcl monitoring and tumor. It was negative at the time, but with the capsules still inside my body, I am exposed for bia alcl. FDA safety report ID # (B)(4).